Manufacturer narrative:
The device was not inspected because the investigation was made on the workflow of the subject surgery have been reviewed, it was determined that rosa brain device (B)(4) worked as intended as it was determined that laser fiber placement accuracy was below 1mm and rosa brain applicative accuracy specifications is below 2 mm. According to results of the investigation, robot worked as intended with a good level of accuracy. The complaint is unconfirmed. (B)(4). Inspection not needed.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgery was aborted due to bad placement of laser fiber.